Event description:
It was reported that the pt's stimulator was removed two weeks after implant due to an infection. The pt's signs/symptoms were reported as redness and drainage. The primary location of the infection was the device pocket. A culture was obtained (date not reported) and revealed staphylococcus aureus. The pt did not have meningitis. The pt was administered unspecified perioperative antibiotics. The infection resolved.

Manufacturer narrative:
.